Manufacturer narrative:
Insulin pump passed displacement test, active current measurement, sleep current measurement, and self test. However, pump trace download analysis confirmed the pump alarmed low battery alert, replace battery alert, and replace battery now alarm . Analysis of the power management data downloaded from the pump for the date of the event concluded that the potential root causes for the battery alerts/alarms may have been due to either electrostatic discharge (esd) or the customer using used/weak batteries. The following were noted during visual inspection: cracked keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicates the insulin pump had a reoccurring alarm. It was reported that the pump alarmed low battery five times a day. The customer stated the battery in use was alkaline. The customer received low battery alert less than 8 hours before replace battery or replace battery now alarm. The customer stated the battery was not previously used and the battery cap was not loose, cracked, or damaged. No harm to the customer requiring medical intervention reported. The insulin pump will be returned for analysis.